Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she passed out and the ambulance came to her house, but in the mean time they turned off her insulin pump and the blood glucose dropped to 34mg/dl. The customer was treated with glucose intravenously. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the settings were correct. The reservoir was showing 180 units left and the status screen was showing 166.1 units left. No further information was provided.